Event description:
Sales representative came in so we could use a new device. A silicone piece on the tip of the device got stuck inside of the patient and had to be retrieved with a snare. Endovascular pta/stenting of proximal cervical lica [left internal carotid artery] severe stenosis. Complicated by device failure with initial retention of fragment which was retrieved after numerous attempts.